Event description:
Patient was implanted in 2005 to repair a ventral hernia. Mesh was explanted in 2007. No reason for the explant was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for evaluation or add'l info becomes available.